Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of the grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy and donor nephrectomy surgical procedure, the fenestrated bipolar forceps instrument had an energy wire broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument failure was identified during the last surgical procedure with dr. (B)(6) on (B)(6)2024. The reported complaint of ¿loss control of one jaw¿ related to jaw remained static/without motion. The issue was not persistent or intermittent. The issue was resolved. The jaws were stuck in an opened position at the time of the failure and failed to close. The instrument was available for return to isi for evaluation.